Manufacturer narrative:
A visual evaluation of the returned interject device revealed that, with the needle in a retracted position, the metal needle was protruding through the side of the catheter sheath near the distal end. Additionally, the outer sheath was kinked. A functional evaluation of the device found that the needle would not extend due to the metal needle being stuck in the outer sheath. The device was disassembled and it was noted that the inner sheath was kinked in a location that was consistent with the kink in the outer sheath. The complaint that the needle punctured the catheter sheath was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is "operational context." A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle punctured through the catheter sheath of the device as it was passed down the scope. The procedure was completed using another interject sclerotherapy needle device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of needle punctured through the catheter sheath. Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle punctured through the catheter sheath of the device as it was passed down the scope. The procedure was completed using another interject sclerotherapy needle device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.